Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 21.5 cm. An external insulation abrasion breaching the optim sheath was noted at 18.2 cm to 18.4 cm from the connector pin consistent with friction to device can. The silicone insulation was not breached in this region.

Event description:
This report is to advise of an event observed during analysis.